Event description:
It was reported that the right ventricular (rv) lead exhibited a high capture threshold resulting in loss of capture. The physician elected to surgically cap the lead and implant a new rv lead to resolve the event. The patient was stable with no additional adverse consequences. The rv lead remains implanted, but capped and out of service.